Event description:
History of rv lead impedance warnings and high rv threshold measurements noted. 8,952 short v-v intervals since (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).